Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart alarm test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and rewind test. The device had test transmitter communicated properly to the pump. No unexpected threshold low suspended alarm noted. The blood glucose meter test communicated properly to the insulin pump. The device had cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 159 mg/dl. Another day sensor glucose was below 75 and blood glucose was 509 mg/dl troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.